Event description:
The pt passed out after two second pauses reported on telemetry. Upon troubleshooting it was found that when the pt would move into various positions loss of capture was present. This lead was capped the next day ((B)(6) 2012).